Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue residue stuck under the handle. The most probable cause of the complaint is cause traced to component failure. The subject device will not be sent back to olympus for further evaluation and repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that colonovideoscope had residue stuck under the handle. The issue was found during maintenance. There were no reports of patient involvement.